Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the cann hex scrdriver f/6.5 hdlss comp scr was broken from the hexagonal tip. The broken fragment was not returned for evaluation. The complaint can be confirmed because the broken condition is directly associated with the device malfunction. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended force. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the cann hex scrdriver f/6.5 hdlss comp scr would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history part: 03.227.041 lot no:2492417 manufacturing date: 05 june 2009 manufacturing site: werk selzach supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the event was post operative. The screw drivers were bent by the time they received them back in central sterile. There was no patient consequences. The patient did not require any revision surgery or hardware removal. There was no patient consequences.